Event description:
It was reported that the patient was leaking when shifting positions while sitting. The existing ams 800 artificial urinary sphincter balloon was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.